Event description:
Hospital reported "damaged implant". No more information available for now.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding damage involving a triathlon insert was reported. The event was confirmed. Method & results -product evaluation and results: visual inspection of the returned device indicated that the device was returned damaged; consistent with attempted implantation. Damage observed on the area of the locking mechanism. Clinician review: no medical records were received for review with clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: visual inspection of the returned device indicated that the device was returned damaged; consistent with attempted implantation. Damage observed on the area of the locking mechanism. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Hospital reported "damaged implant". No more information available for now.